Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch sf uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the case, intracardiac echocardiogram revealed no effusion. Three hours post-procedure, a tamponade was confirmed. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk-1 needle. Sheath was a st. Jude medical agilis 8.5 french. Generator was set on 15-20 watts on the posterior atrial wall and 25-35 watts on the anterior atrial wall. Power was titrated. There is no further information regarding generator parameters. Irrigated catheter flow was set on 2ml/min, 8ml/min, or 15ml/min depending on phase of the procedure. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value, catheter proximity, or carto 3 indicating to re-zero. Smarttouch catheter was re-zeroed after the initial warm-up phase, post-connection to the carto 3 system. There were no error messages on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.